Manufacturer narrative:
Service representatives replaced the telepack, reprogrammed and verified communications.

Event description:
Customer reported the panorama telepack lost communications with the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.